Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller went unresponsive. Patient stated that the communicator was not turning on. Agent instructed the patient to plug the communicator into the ac power supply; however, there was no response, and the communicator did not begin charging. The issue was not resolved. Agent sent a request to repair to replace the communicator. Patient called back for assistance with the pairing process of the replacement communicator. Patient hadn't charged the communicator yet. Agent advised they plug the communicator in and they confirmed green lights flashed and communicator was charging. After removing the old communicator, patient successfully paired the communicator and finished setup link process. Patient asked, agent confirmed how to send old communicator back. Agent closed case. Patient called back stating they received the replacement communicator and it worked for a little over 2 weeks and then wouldn't connect; patient described seeing not found communicator message. Patient stated they reset it on their own and it worked for about 6 days and now no lights will come on; patient indicated prior to this there was only a green light. Agent had patient reset communicator; patient reported no lights during reset. Patient plugged communicator into charging cord and reported green light flashing and yellow light when unplugged. Agent had patient connect through mystimpc app while communicator was plugged in; patient connected successfully and reported communicator at 5%. Patient confirmed they do not have dual adapter and, while the outlet does have a switch, patient reported they always check that the switch is on; patient reported no visible damage to the charging cord. Patient commented they had some issues before and one time they looked at the communicator battery level and it said 95% and then next thing they know it was dead and they had to plug it in. Agent confirmed patient is checking communicator battery level through menu of mystimpc app. Patient added that they check it every night before bed as they turn the stimulation down at night because the vibration makes it hard to sleep. Patient added that they charge the communicator probably every other night. Patient stated they did not have to turn their previous communicators on, but this one they do. Agent reviewed charging best practices and advised patient to charge communicator to full. Agent reviewed to monitor and confirm green light begins flashing when communicator is plugged into charging cord. Agent reviewed, if issue persists, it may be considered to replace the charging cord.